Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional testing performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a titanium adapter and leaked. This event occurred during use with patient involvement. The patient was not under dialysis treatment. The titanium adapter is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.